Manufacturer narrative:
(B)(4).

Event description:
Procedure type: ventral hernia repair. According to the reporter: after inserting the trocar then trying to remove the obturator, the obturator got stuck in the sleeve. With extreme force the obturator was able to be removed. The blue distal portion of the obturator was not present on the obturator upon removal. According to the surgeon, she did not think the blue distal portion was in the cavity. After inserting another instrument, there was much "drag" so the trocar and obturator was removed and a new trocar was inserted in the same incision. The blue piece was never found. No delay in operating room time reported, no additional bleeding or tissue damage reported. No pt injury was reported.